Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc) due to heart wall perforation. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.